Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis found the ECG (electrocardiogram) connector is loose on the lem (link electronic module) printed circuit board assembly. Analysis also found the left keyboard hinge is broken. (B)(4).

Event description:
It was reported unable to see clear ECG (electrocardiogram)using ECG port and cable. It was also reported the compartment lid is broken. The programmer was returned for repair. No patient complications were reported as a result of this event.